Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick works intermittently, joystick turns off then will come back on and sometimes it won't even turn on. Joystick will shut off by itself.